Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 35 mg/dl while wearing the pod between 5 and 24 hours on the leg. Symptoms reported include general weakness, cold sweat, tremors in the hands, headaches, and nausea. The patient was admitted in the hospital where they received intravenous glucose and was under observation. The patient was discharged after a day. The pod was discarded by the patient prior to going to the hospital.